Manufacturer narrative:
Patient information: customer contact reports no patient information is available. UDI number: unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The harness shield cover to du power and harness acb to du communication were replaced and reseated lcd display cable.

Event description:
The hospital reported malfunction that resulted in a loss of mechanical ventilation. There was no report of patient injury.